Event description:
It was reported that; I received a call from a patient's wife who is at a hospital with her husband. She is trying to find out what the products are made of. She said the dr has told her to call us to find out. She did say she thinks her husband may have an allergic reaction so this is why she wants to know. She is looking for nickle maybe. Husband has had back surgery and is currently being treated as of today.

Manufacturer narrative:
A patient was reported to have a possible allergic reaction. The complainant was inquiring about the product¿s make up. The complainant mentioned looking for nickel. The patient was implanted with the products 2 years ago. Upon follow up, the complainant that she already spoke to someone and they answered what she needed. It was also communicated to the complainant that there is no nickel in the reported products. The complainant indicated she will contact stryker if it is determine that stryker products contributed to the allergic reaction. There has been no further information communicated regarding the patient. The reported event does not indicate product related issue, the exact root cause in unknown.

Event description:
It was reported that; I received a call from a patient's wife who is at a hospital with her husband. She is trying to find out what the products are made of. She said the dr has told her to call us to find out. She did say she thinks her husband may have an allergic reaction so this is why she wants to know. She is looking for nickle maybe. Husband has had back surgery and is currently being treated as of today.